Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had critical pump error. The customer¿s low blood glucose was 28 mg/dl at the time of incident. Customer reported that they received the open book image on the insulin pump screen. It was unknown whether the customer was using automode at the time of reported event. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer also stated that they can no longer further troubleshoot as the insulin pump was off. The insulin pump will be returned for analysis.